Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case.  Please reference related manufacturer report no: 2015691-2018-04823. The device was returned for evaluation.  The delivery system was inserted through the sheath.  The sheath was visually inspected and the following was observed: sheath liner delaminated at the distal tip for a total length of 1.25¿, the marker band was intact, the distal tip was damaged, and no other abnormalities were observed. Due to the nature of the complaint, no functional or dimensional testing was able to be performed. The complaint was confirmed visually.  A device history record (DHR) review was performed and revealed no manufacturing issues that may have contributed to the reported event.  A lot history review was performed and revealed no additional complaints relating to sheath distal tip - liner delamination.  A review of the complaint history from december 2017 to november 2018 revealed other similar returned complaints for sheath distal tip - liner delamination (all models and all sizes) which were confirmed. However, no manufacturing non conformances were identified.  A review of the complaint history revealed that the occurrence rate did not exceed the control limit the applicable trend categories.  A review of the instruction for use (IFU) and training manual revealed no deficiencies.  During manufacturing, the sheath shaft was 100% inspected for any defects, including: wrinkles, kinks, bends, mechanical damage, circumferential oriented surface defects, protruding or missing material, dents, cuts, cross linking across the liner, delamination, sheath separation, stress lines in the liner and c-marker band presence.  In addition, product verification (pv) testing was completed for the work order on a sampling basis which includes visual inspection for seam separation, and sheath expansion test.  All samples from the work order passed pv testing.  These inspections support that it is unlikely that a defect present in manufacturing contributed to the complaint. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for sheath distal tip ¿ liner delamination was confirmed. A review of DHR, lot history, complaint history and manufacturing mitigations revealed no indication that a manufacturing non-conformance contributed to the event. A review of IFU/training materials revealed no deficiencies. According to the complaint description, multiple valve alignment attempts were made and upon inflation, the valve did not expand, which could indicate a ruptured or torn balloon. During the visual inspection of the returned delivery system (please reference MDR 2015691-2018-04823) it was confirmed a torn crimp balloon and bunching of the inflation balloon on the returned delivery system. The bunched inflation balloon has an altered profile, which may hinder it from being easily withdrawn into the sheath. Furthermore, per report the valve did not enter the esheath. This may indicate that the crimped valve profile was altered during the initial inflation. A modified or partially expanded valve profile may be difficult to withdraw through the esheath. This can cause the delivery system to become stuck on the tip of the sheath, requiring additional force to remove it. The additional force may have contributed to the reported liner delamination. Available information suggests procedural factors (withdrawal of a bunched inflation balloon and crimped valve) may have contributed to the complaint event; however, a definitive root cause is unable to be determined at this time. There were no product non-conformance, labeling, or IFU inadequacies identified during this investigation, and the occurrences rate does not exceed trend control limit. Therefore, neither a product risk assessment (pra), nor corrective or preventative action is required.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
UDI number: (B)(4). This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: "xxxxx". Investigation is ongoing.

Event description:
As reported, during tavr of a 26mm s3 valve in the aortic position via subclavian approach, valve alignment was difficult to perform and diving of the valve into the flex catheter was observed. The thv was advanced across the native aortic valve and an attempt was made to retract the flex catheter. The valve appeared to move on balloon proximally such that it was not between the valve markers on the delivery system. Multiple "attempts was" made to advance the flex catheter to make contact with the thv again to repeat valve alignment. With the valve slightly misaligned on the markers, the decision was made to deploy the thv. On inflation, there was no expansion of the commander balloon. Blood was seen in the inflation device and balloon rupture was suspected. The decision was made to retract the thv into the esheath and remove sheath and delivery as 1 unit. The thv would not enter the esheath. After much manipulation of the commander system, the thv was retracted into the tip of the esheath. The surgeon then pulled the e-sheath/delivery system as a unit back through the subclavian artery. The esheath would not retract from the vessel/graft. On final removal of the sheath, the ostium of the subclavian artery appeared to be damaged. The patient was bleeding and an occlusion balloon was used to control the bleeding. An attempt was made to repair the ostium of the subclavian artery when the patient became unstable. Life-saving efforts were made but the patient expired. The thv was not deployed.